Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported deployment difficulty; however the separation and treatment appears to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately calcified bifurcation of the iliac and common femoral artery. The patient presented with critical ischemia. The lesion was pre-dilated with a 7 mm balloon catheter prior to advancement of the 6.5 x 80 mm supera stent delivery system. During deployment of the stent, the stent stopped releasing from the sheath. The delivery system was pulled back on which resulted in the remainder of the stent implant deploying inside the sheath. The dilator was used to purge the rest of the stent out of the sheath successfully deploying the remainder of the stent in the lesion without any further issue; however, during removal of the delivery system the tip of the delivery catheter separated in the anatomy. A snare device was used to retrieve the separated tip. The stent implant was confirmed to be fully deployed and in the target lesion with no damage noted. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.